Event description:
It was reported that unk - nails: tfna and unk - nail head elements: tfna helical blade were associated with a reported loss of repositioning after one day post-operatively. The event involved migration of the screw blade, which was observed to have backed out from its position, necessitating revision surgery and device explantation. X-ray imaging was performed as part of the medical intervention. The implant was explanted.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. E1 initial reporter address line 1: (B)(6).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: h4. Corrected: d1, d4 primary UDI number, g1. H3, h6: photo investigation: the product was not returned to depuy synthes, however a photo and x-ray were provided for review. The x-ray and photo investigation revealed the screw blade was implanted and observed migrated backwards from its position within the nail. Locking screw from mating nail was damaged and it is possible lockage was not performed successfully resulting in migration of the blade. However with the information available, the complete potential cause remains not established. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use) and anatomical considerations. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the tfna helical blade perf l100 tan would have contributed to the device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: manufacturing location: elmira / packaged, sterilized and released by: monument, manufacturing date: 01-jul-2025, expiration date: n/a, part number: 04.038.400s, tfna fenestrated helical blade 100mm -sterile, lot number: 74019p7 (sterile), lot quantity: (B)(4). Device history review: a manufacturing record evaluation was performed for the finished device with batch number 74019p7. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 lot. Corrected: d4 catalog. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.